Manufacturer narrative:
Device received with all buttons responding properly. No damage keypad assembly. No unlocked lcd keypad connector. Device received with motion sensor test failure alarmed during rewind due to motor encoder signal out of phase. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to motion sensor test failure alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error, keypad anomaly and pump error. The customer¿s blood glucose level was 132 mg/dl. The customer reported that the insulin pump was not working and also received a motor error alarm. It was reported that they had pump error alarm and were unable to clear rt the alarm and also had frozen display and also stated that the time clock was advancing. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.